Event description:
Additional information received stated that the patient underwent surgical intervention wherein the lead was exlanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
A4 patient weight added to the report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation. Reprogramming was attempted but was unable to restore effective therapy to the patient's pain pattern. In turn, surgical intervention may take place at a later date to address the issue.